Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor failure after warm up was reported. The sensor was inserted into the arm on (B)(6) 2022. Oh (B)(6) 2022, the patient's was unaware of the sensor failure and noted the patient was vomiting and hyperglycemic. The parent treated with patient with rapid acting insulin. At the time of the report, the patient¿s vomiting had not ceased. The bg value was not provided. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.